Event description:
It was reported that shaft break occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected. However, during unpacking of the device, it was noted that the balloon catheter was broken into two pieces. The device was not used in the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was a stopcock attached to the hub. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was tightly folded. The hypotube shaft was completely separated 78cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities on the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected. However, during unpacking of the device, it was noted that the balloon catheter was broken into two pieces. The device was not used in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).